Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment and found the failure of main printed circuit board (pcb). The main pcb was replaced and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported to have preventive maintenance done. Ge healthcare performed a checkout of the equipment and noticed that there was no sound. There was no patient involvement.